Manufacturer narrative:
H4: device manufacture date: the lot was manufactured between december 11 and december 12, 2023. The actual device and a photograph were received for evaluation. Visual inspection of the photograph showed droplets of fluid located on the interior wall of the device cover which resembled condensation. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition; the device was found dry on the interior and exterior surfaces. A functional leak testing was performed; no evidence of leak was observed. The reported condition was identified as condensation; however, this is not a product defect. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. Typically, over time, condensation would dissipate or dry up. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that water droplets were observed inside a large volume infusor during patient infusion, when the patient was lying in bed. The patient inverted and shook the device to test for a leak and "water droplets were dripping out and it smelt like medication". There was no report of patient injury or medical intervention associated with this event. No additional information is available.